Event description:
Healthcare professional reported a patient experienced a sore throat (deemed not device related), a day after treatment with a lymph node on cheek, cheeks aggressively inflamed and unknown covid-19 infection (deemed not related to the device) two days after they were injected in the midface and chin with one syringe of juvéderm® voluma¿ xc. Patient was "prescribed benadryl, first round of antibiotics, mederol dose pak, and levaquin, but symptoms got worse, so hcp dissolved the filler using hyaluronidase." Patient currently getting IV antibiotics x10 days at a hospital under supervision of infectious disease. Six days later, the swelling is starting to go down.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a patient experienced a sore throat (deemed not device related), a day after treatment with a lymph node on cheek, cheeks aggressively inflamed and unknown covid-19 infection (deemed not related to the device) two days after they were injected in the midface and chin with one syringe of juvéderm® voluma¿ xc. Patient was "prescribed benadryl, first round of antibiotics, mederol dose pak, and levaquin, but symptoms got worse, so hcp dissolved the filler using hyaluronidase." Patient currently getting IV antibiotics x10 days at a hospital under supervision of infectious disease. Six days later, the swelling is starting to go down.